Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a phrenic nerve injury was reported during ablation of the right superior pulmonary vein (rspv). Phrenic nerve capture was unavailable for the remainder of the procedure. No additional information has been provided for this reported event.